Manufacturer narrative:
G4: this device is classified as import for export, therefore 510k is not applicable. Model eb-1575k is available in the USA with a 510k number k131028. D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the distal end with ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the distal end with ccd module. In addition, our technician confirmed that the insertion flexible tube fluid damage, the control body fluid damage, the forward body cover fluid damage, the body cover grip fluid damage, the biopsy inlet barrel fluid damage, the biopsy inlet t-piece fluid damage, the light guide cable fluid damage, the lg connector fluid damage, the shield cover fluid damage, the lg cable connector housing fluid damage, the suction arm fluid damage, the operation channel (primary) perforated, the insertion flexible tube buckled, and the biopsy inlet piece dirty; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).